Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring surgical intervention and prolonged hospitalization. During an afib ablation, the procedure has been cancelled. The patient had a tamponade. The physician had to open the body of the patient by performing a sternotomy as an emergency procedure. The patient had a lot of blood inside the pericardium. The physician moved the patient to know where the hole has been coming from, because there was a hole on the left atrium of the patient. He found the whole and closed it before cancelling the case. It was also reported that the generator has been in maintenance a month ago, during some procedure, the impedance has been too low (below 100). Impedance of generator was between 120 and 80 ohms during the procedure. The event occurred on (B)(6) 2022. This adverse event was discovered during use of biosense webster products. The physician¿s opinion on the cause of this adverse event is that the wall of the left atrial was thinner than usual. Intervention being provided was for atrial fibrillation. The patient outcome of the adverse event is improved. The patient required extended hospitalization because of the adverse event as the patient needed time to recover from the sternotomy. A smartablate rf generator (g4c-0839) was used in the event. An stsf was used. Dashboard, vector and visitag force visualization features were used. Initially, it was reported that additional filter used with the visitag; however, they also reported that no additional filter was used. Parameters for stability were: respiration adjustment; force over time : 25% ;minimum force : 3g; tag index : 400 (low) ; 500 (high). Impedance drop : custom 5-10 color options was used prospectively. A transseptal was performed. The transseptal sheath used was a cardiaguide. The needle used was a heartspan. Ablation was performed for pulmonary veins isolation before cardiac tamponade was noted. There was a steam pop. The event occurred during the ablation phase, during the ablation of the lateral mitral line. An irrigated catheter was used in the event, the flow setting was low flow : 2ml/min and high flow : 8ml/min and 15ml/min. Correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. No error reported by the biosense webster systems. The visitag module was used, parameters for stability used were location stability: 3mm / 3s. Tag size : 3mm. The patient was under general anesthesia for 4-5 hours. In the physician¿s opinion, the cancelation of the procedure did not contribute to a death or a serious injury to the patient. Follow up has been requested to clarify responses received in follow up regarding vistiag settings, impedance on generator, and requirement of extended hospitalization due to case cancellation. Should additional information become available this complaint will be reassessed accordingly. Additional information was received on 27-oct-2022. The issue occurred during the ablation phase (almost end of the procedure). Generator parameters are power control mode, 50w, temperature cut off: 38°c.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device evaluation was completed on 27-dec-2022. It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter (stsf) and suffered a cardiac tamponade requiring surgical intervention and prolonged hospitalization. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed that no damage or anomalies on the device. Per the event, several tests were performed. The magnetic, electrical, temperature and force features were tested and error 106 appeared on the system due to an open circuit on the tip area. In addition, the product was deflecting and irrigating correctly. A manufacturing record evaluation was performed for the finished device number lot 30875207l and no internal action related to the complaint was found during the review. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).